Event description:
Related manufacturer report number: 2017865-2022-39342. It was reported that the patient presented for a device upgrade with the right atrial (ra) lead that exhibited low amplitude atrial signals and slow atrial arrhythmias. There was also a history of over-sensed noise that resulted in episodes of inappropriate automatic mode switch. During the procedure, an attempt was made to replace the ra lead. However, there was no current of injury that was acceptable to the physician. Additionally, the signal amplitude remained low and no better than the existing atrial lead. Ultimately, the physician elected to use the existing atrial lead. The patient was discharged.